Event description:
It was reported that during an unspecified procedure, a hole was noted in the catheter. The renegade catheter had to be removed from an unspecified vessel, due to a hole being noted in the catheter. No pt injuries or complications were reported. The pt status is reported as "o.k." Additional info has been requested and is not available.

Manufacturer narrative:
(B)(4).